Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-00035. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's system revealed an infection. The system was explanted and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.